Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site, with initial blood glucose reported as elevated and later readings showing lowest value of 4.8 mmol/l and a current value of 6.1 mmol/l. Patient monitored blood glucose, stated intention to take carbohydrates if blood glucose dropped quickly. Technical support educated the customer to not be connected to the pump during the fill tubing process.